Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The pump was received with minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 183 mg/dl. The customer stated that the keypad is stuck. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.